Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was charging when a malfunction alarm occurred. The customers blood glucose level was not impacted. It was indicated that the customer would use a backup pump for alternate insulin therapy.